Manufacturer narrative:
Retained samples have been inspected visually. Two electrode were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. No conclusion as to the root cause for the skin reaction can be drawn at this stage. The fact that the patient developed skin irritations only on one leg and none on the other, and that they developed very quickly after application might indicate that some of the cleaning agent (petroleum ether) was trapped between the electrode and the skin. We will continue to ask for more details of the procedure and will provide a follow-up report.

Event description:
On february 24th, 2017, we have been informed about an incident with ECG electrodes at (B)(6) hospital. Six monitoring ECG electrodes (4 pieces medico discount no. 20770291 and two pieces 3m ECG electrodes) had been used in a polysomnography procedure with a duration of approximately 7 hours. The patient's skin type was described as normal, no hair and the body type as normal and healthy. The skin was cleaned with petroleum ether, not shaven, not disinfected, not dried and no lotion had been used. The reporter claimed that the electrodes were only applied after the skin had dried. Two electrodes each (the four 20770291) had been placed on the lower left and right leg. On the right lower leg skin reactions were noticed a few minutes after application (reddening, swelling). The procedure was continued with electrodes only on the left leg. The skin reactions were underneath the gel areas and developed blisters app. 12 hours afterwards. The reaction was treated with water and fenistil cream. When the reaction healed light pink skin sites were left.

Manufacturer narrative:
The customer returned one original closed pouch from the same lot involved in the incident for further investigation. Retained and returned samples have been inspected visually. Mechanical tests were performed on 4 returned samples. All samples were found to perform within limits. No faults were detected two retained electrode were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. No conclusion as to the root cause for the skin reaction can be drawn. The fact that the patient developed skin irritations only on one leg and none on the other, and that they developed very quickly after application might indicate that some of the cleaning agent (petroleum ether) was trapped between the electrode and the skin. As no root cause had been detected we could only speculate what might have caused the claimed failure. We therefore close the investigation. Device not returned.

Event description:
On february 24th, 2017, we have been informed about an incident with ECG electrodes at (B)(6). Six monitoring ECG electrodes (4 pieces medico discount no. (B)(4) and two pieces 3m ECG electrodes) had been used in a polysomnography procedure (emg) with a duration of approximately 7 hours. The patient's skin type was described as normal, no hair and the body type as normal and healthy. The skin was cleaned with petroleum ether, not shaven, not disinfected, not dried and no lotion had been used. The reporter claimed that the electrodes were only applied after the skin had dried. Two electrodes each (the four 20770291) had been placed on the lower left and right leg. On the right lower leg skin reactions were noticed a few minutes after application (reddening, swelling). The procedure was continued with electrodes only on the left leg. The skin reactions were underneath the gel areas and developed blisters app. 12 hours afterwards. The reaction was treated with water and fenistil cream. When the reaction healed light pink skin sites were left.